Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 27 mmol/l (486 mg/dl) between 49 and 71 hours of wearing the pod. The patient reported they called their healthcare professional after 2 days with high bg levels. The pod was not worn during the 15-minute consultation, as the pod had been removed because it no longer contained insulin due to using all the insulin to bring down their bg levels. The patient was experiencing a headache, vomiting, blurred vision and was extremely tired. The patient was diagnosed with hyperglycemia and keto acidosis. The patient reported that the last bolus was 6 units the day prior. There was no advice or further treatment provided, and no further details reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported medical event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.